Event description:
According to the reporter during a laparoscopic lobectomy/wedge resection, they were unable to fire the staples and the staple line was incomplete proximally and centrally. Another reload was used to fix the staple line. There was potential prefiring during loading. No reinforcement material was used. No patient adverse events were reported. The patient has undergone chemotherapy or radiation treatments. Current patient status is alive with no injury.